Event description:
Reporter alleged discrepant blood glucose tests during back to back testing. Customer stated glucose measured hi, 403, & 131 mg/dl performed 4 minutes apart. It was stated ten minutes, prior blood glucose measured 241 mg/dl versus 115 mg/dl and within the next 10 minutes, glucose read 101 mg/dl. Customer indicated self treating with food when levels were low, however, no other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.